Manufacturer narrative:
First reported breakage of this screw product after 3.5 yrs of distribution. Cause undetermined. Will continue to monitor for any related issues and trending.

Event description:
Upon scheduled removal, (3) bone screws broke at head/shaft interface. One screw fragment was removed after head broke off. Two screw fragments left in distal, medial femoral metaphysis based upon judgement of surgeon that removal could potentially weaken bone integrity.